Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stimulation "shocked" her when she turned stimulation back on during the call. It was reviewed that next time the patient can lower the stimulation level prior to turning stimulation back on to reduce how strong stimulation may feel right away.